Event description:
The following additional information was received: it was confirmed that the patient did not experience any health issues due to this incident.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified. The attachment method for the distal cover (maj-1990), or some failure in the device may have caused the cover to fall off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching and fastening to the endoscope: do not set the distal hood askew. When a lubricant is applied, be sure to wipe off any excessive lubricant using a lint-free cloth before mounting the distal hood. If the lubricant is not completely wiped off, the distal hood may fall off during use and damage tissue inside the body cavity. Secure the distal hood to the endoscope¿s distal end with medical tape. Wrap the medical tape around the juncture of the distal hood and the endoscope tip 2 or 3 times. Make sure the juncture is positioned at the center of the distal hood and tip of the endoscope. Use medical tape with sufficient elasticity. Do not use vaseline® (or any chemical that contains petroleum jelly) or olive oil as a lubricant when it is difficult to mount the distal hood. When mounting the distal hood on the endoscope, hold the endoscope as close to the distal end as possible to minimize the force applied to the bending section of the endoscope. Align the endoscope attachment section with the endoscope¿s distal end and press the distal hood as far as possible. Do not reuse since the medical tape is single use. Refer to the tables in section 2.2, 'specifications' to confirm that these instruments are compatible with the ancillary equipment being used.¿ this supplemental report includes information added to d8 and h4. Also, a correction has been made to b5 to provide information that was inadvertently not included on the previous submission. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer that after an endoscopic examination using this evis lucera gastrointestinal videoscope and inspection is over, the black hood was missing. The endoscope was inserted again to the descending leg of the duodenum, but the hood could not be found. The patient refused additional procedure and was discharged home. A follow-up was approved. There were no reports of patient or user harm associated with this event. Case with patient identifier (B)(6) reports the distal hood used in the procedure. Case with patient identifier (B)(6) reports the evis lucera gastrointestinal videoscope used in the procedure.

Event description:
Olympus further received information that the patient was female, race and ethnicity is japan.

Manufacturer narrative:
This report is being submitted due to the additional information received that is reflected in b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.